Manufacturer narrative:
This report is for 2 strokes reported to have occurred at 30-day follow up in patients with sapien 3 valves. Additional details of these events are not available. The date of the events is unknown. According to the article all implants were completed between march 2012 and december 2017. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. There is insufficient information to confirm the cause of the reported strokes. It is possible that the events were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: di, d. Stefano, et al. "Impact of horizontal aorta on procedural and clinical outcomes in second-generation transcatheter aortic valve implantation." Eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology 15.9 (2019): e749-e756.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through the review of the medical article: " impact of horizontal aorta on procedural and clinical outcomes in second generation transcatheter aortic valve implantation¿, a study was performed to evaluate the impact of horizontal aorta (ha) on device success and short-term clinical outcomes of transcatheter aortic valve implantation (tavi). The authors retrospectively assessed 547 consecutive patients treated with transfemoral second-generation non-balloon expandable valves (n = 447) and balloon expandable sapien 3 (n = 100) valves for symptomatic severe aortic stenosis between march 2012 and december 2017. The following events were identified during the study period for patients with sapien 3 valves: 3 aortic ruptures. 1 coronary obstruction. 15 new pacemaker implantations. 2 strokes at 30 day follow up.

Manufacturer narrative:
This is one of four reports being submitted for this article. Please reference the following manufacturer numbers: 2015691-2020-10152; 2015691-2020-10154; 2015691-2020-10155; 2015691-2020-10156.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.